Event description:
A malfunction was reported on the pump by the caller. The customer declined to provide information regarding any impact on their blood glucose level, making it unknown if it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reoccurred.